Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek inrange meter serial meter (B)(4). The result from the meter was 1.2 inr. Within seven hours, the result from the laboratory using a sysmex ca-50 with innovin result was 1.71 inr. There was no allegation of an adverse event.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 297788) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.